Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that the suspect vela ventilator displayed transducer fault alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Carefusion failure analysis lab was able to verify the customer's reported issue. Bench testing revealed transducer pt802 has failed.